Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a burnt plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the investigation results, distal cover is burnt, could not be identified. The root cause could not be specified. Although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 preparation and inspection 3.2 inspection of the endoscope operation manual for evis lucera gif/cf/pcf type 260 series chapter 4.2 using endo therapy accessories.¿ olympus will continue to monitor the field performance for this device.